Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found eschar in the device knife track. The customer reported that the device was difficult to open and close, and the knife blade did not retract. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an esophagectomy/gastric tube procedure, the knife did not return smoothly. The device had originally worked well, but the issue started occurring two hours into the procedure when dissecting around the esophagus. The jaws also did not open or close smoothly. Eventually, the knife did not return at all and the jaws did not open. The tissue being worked on was not particularly thick. There was no patient harm, and a new (B)(4) device was used to continue the procedure. No bleeding or tissue damage resulted from the issue.